Event description:
Information was received indicating that the patient's blood glucose level was 525mg/dl. The reason for the elevated blood glucose is believed to be due an occlusion of the cadd cleo infusion set. The patient was using a soft cannula and it's believed that there was a blockage at the site. A manual dose injection was used to correct the blood glucose level. To resolve the issue further, the customer will be changing the injection to a new site to resume the insulin injection.